Event description:
Pt admitted with suspected pulmonary embolism on 7/18. He was placed on heparin therapy via an infusion pump. The pump apparently had a low battery and shut itself off, despite being plugged in to a wall outlet. It was off for approx 3 hrs from 2130 july 19 to 0030 july 20. Pt died of a large pulmonary embolism at 11:30 july 20.